Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during review of a remote transmission it was observed that an right ventricular (rv) lead polarity switch occurred due an out of range impedance. It was further reported the patient was having radiation treatment to the chest on the day of the polarity switch. The lead will remain in unipolar programming until treatment is completed and then will reprogram back to bipolar. The lead remains in use. No patient complications have been reported as a result of this event.